Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by just over a month post implant that the patient was hospitalized due to redness, swelling, and oozing of the pocket. Lab work and hospital work-up confirmed the infection as a staff infection. The patient was brought to the cath lab and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.